Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary, the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of the device received. Visual inspection reveled that the device does not show structural anomalies on the inner and outer housing, however the retention plate was found bent in the inner housing. A manufacturing record evaluation was performed for the finished device lot number: 66762, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the fact that the retention plate was found bent inside the inner housing, this complaint was confirmed, the possible root cause of the problem experienced by the customer may be related to procedural variables, such as device handling or product interaction during the procedure; the expressew gun could have been inserted with the jaw slightly open into the inner housing and an excessive force applied could have caused damage to the retention plate, therefore the retention was not assembled in the upper jaw. Also the housing could have been tilted and thus damaged the retaining plate when the expressew gun was being inserted into the loading tool, however this cannot be conclusively determined. The damage in the inner housing can be attributed to a mishandling of the device. According to IFU; with the suture passer jaw closed, insert jaws into opening of the loading tool. While maintaining the loading tool in a flat position (do not angle or rotate), slide the loading tool forward until it stops. Slide the loading tool off the instrument and discard. Visually inspect the top jaw of the flexible suture passer to ensure that the retention plate was fully assembled. Plate tabs should be in pocket of top jaw. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in switzerland that preoperatively to an unknown procedure on an unknown date, it was observed that the exprsew iii ac+ rtn plate device did not work. During in-house engineering evaluation, it was determined that the plate was bent and not assemble in the upper jaw on the device. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.